Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the console began making an abnormal noise. The volume fluctuated automatically. The procedure was completed with the same rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). (Abnormal noise heard). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4)

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the console began making an abnormal noise. The volume fluctuated automatically. The procedure was completed with the same rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the tamper proof seal was not intact. Functionally, the generator audio was scratchy which was attributed to a damaged volume adjust harness assembly. Following replacement of the volume adjust harness assembly and repair of a chassis dent, the device passed all performance criteria of its final test procedure. The condition of the returned incident device was consistent with the complaint that generator produced an abnormal sound. During the evaluation, physical damage to the chassis was observed and likely led to the damaged harness assembly. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).